Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry it was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 99% stenosis and was 60 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilation and followed by the placement of a 2.50 mm x 38 mm promus premier stent system. Following post dilation, the residual stenosis was noted to be 10%. Seven days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2023, the subject died, and the primary cause of death was not provided. There was no action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: +(B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 99% stenosis and was 60 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilation and followed by the placement of a 2.50 mm x 38 mm promus premier stent system. Following post dilation, the residual stenosis was noted to be 10%. Seven days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2023, the subject died, and the primary cause of death was not provided. There was no action taken to treat the event and it is unknown if an autopsy was performed. It was further reported that the lad lesion length was 38mm long.